Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed by the respiratory therapist (rt) using the correct library. The rt closes the clamp and inserts the tubing into the pump which transfers to the intensive care unit. By pressing "start" for programming the medication from 5 to 8 micrograms / minute (1.8ml to 3ml/hour), the respiratory therapist did not open the clamp upstream of the pump. When transferring from one pump to the other, the patient's blood pressure began to drop. No occlusion alarm was started by the pump. Per the customer, the downstream pressure limit as adjusted to medium. The customer is asking if the pressure could be adjusted more sensitively to detect obstructions downstream more quickly on infusions that are rolling at very low flow rates. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported undetected downstream occlusion, which was reproduced by troubleshooting the device. The cause was determined to be a downstream sensor being out of specification. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.